Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was removed from service due to shocking impedance measurements which were greater than 125 ohms. No additional adverse patient effects were reported.

Event description:
Additional information was received from the patient stating this lead had sustained a fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.